Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during transport of the patient it was noticed that the trans-membrane pressure (delta p) was increasing and the flow decreased. It was decided that the hls should be changed out and the hand crank was used to perform a disposable swap-out. Act was 180, no effect to the patient during the swap out was noticed." (B)(4).

Manufacturer narrative:
(B)(4). The sample ( an hls module advanced 7.0 was returned to the factory and an investigation was carried out in the decontamination / complaints laboratory: no clots were visible on both the blood inlet and outlet sides of the module. The sample was cleaned with sodium hypochlorite solution. No signs of leakage were found. The access cover for the emergency drive was found to be damaged, although this was not mentioned in the customer complaint. The sample was sent to the qa lab for further testing. In the qa lab, the module was tested for its gas exchange performance for both o2 and co2 and a performance drop test was also performed. All tests were passed, indicating that the product performed as specified. Based on the event information and the above-mentioned investigation, a product malfunction is not indicated. A DHR review was performed for the affected product and there were no references found to a non-conformance of the product in question. The investigation concluded that the product is performing as specified, so the reported issue is not related to a malfunction of the device. The most probable root cause is considered to be clinical in nature, although it is not possible to establish the exact root cause, especially when taking into account the critical condition of the patient having suffered blunt trauma to the chest in a road traffic accident. Neither a systemic issue nor a manufacturing problem is indicated. No further investigation or action is warranted in addition to continued periodic monitoring.

Event description:
Ref #: (B)(4), customer ref: (B)(4).